Event description:
(B)(4). Pain! Longer debilitating periods, nausea, weight gain, bloating, headaches, migraines, clotting, I could go on for days. I went to the ob/gyn on (B)(6), 2015, I am (B)(6) with a prolapsed uterus, having a hysterectomy in (B)(6). I'm sure we will find other issues when he takes them out. I have had my devices almost 6 years. All the symptoms began immediately.